Manufacturer narrative:
Follow-up # 1 correction: supplemental sent to correct information previously sent. Alert date should have stated (B)(6) 2015 . The meter product analysis had already been reported in the 3500 report and therefore is duplicated in follow-up#1.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultamini meter read inaccurately high compared to another device (onetouch ultramini). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 3:00pm. The patient reported obtaining blood glucose readings of ¿81 mg/dl¿ with the subject meter and ¿61 mg/dl¿ on the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient reported that she manages her diabetes with insulin (self-adjuster). The patient claimed that a couple of minutes prior to when the alleged issue started, she developed symptoms of ¿sweating and shaking¿. The patient reported treating herself with food and/or drink at 3:15pm in response to the symptoms. During the follow-up call, the patient informed the csr that prior to the onset of symptoms, she had last tested her blood glucose with the subject meter earlier that day between 11:00am-12:00pm. The patient claimed the reading was within her expected range and that she took an unspecified dose of insulin in response. During the follow-up call, the patient attributed the onset of the symptoms to her usual dose sliding scale. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter and test strips have been returned and further evaluated by lifescan product analysis with the following findings: follow-up # 1 - device evaluation the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis on 07/22/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.